Manufacturer narrative:
Event date is literature article published date tailoring stents to fit the anatomy of unique vascular stenoses in congenital heart disease catheter cardiovasc interv (2017) 90:963-971 10.1002/ccd.27234

Event description:
This article describes the techniques used for tailoring stents in infants and children with congenital heart disease (chd) and reports the immediate outcomes of tailored stent implantations. Stent tailoring has been carried out for percutaneous and intraoperative deployment by trimming, folding, and flaring struts to better fit the unique anatomy of pediatric patients with chd. Stent tailoring was carried out to prevent either jailing of side branches and/or excessive protrusion of stent edges into proximal chambers or vessels. Stent modification techniques evolved through experience. Amongst other competitive stents the intrastent ld doublestrut and mega ld stents were used. During this study, 3 intrastent ld doublestrut stents and one intrastent mega ld were used. As the intrastent stents have an open lattice design and no sigmoidal hinges between struts it allows for effective trimming without stent distortion. All data is based on a retrospective chart review of all pediatric patients who underwent intravascular or intracardiac placement of a tailored stent at 3 different hospitals between 2002 -2015. A total of 30 patients underwent implantation of a total of 41 tailored stents. Of these 30 patients, 20 patients underwent intraoperative stent implantation (30 tailored stents), and 10 patients underwent percutaneous implantation (11 tailored stents). It was reported there were no deaths associated with the implantation of tailored stents and no patients undergoing percutaneous stent implantation required surgical intervention as a result of procedural complication. In total there were a total of 10 complications - 2 major, 1 moderate, and 6 minor. The two complications classified as being major were two intraoperative branch pa stent implantations resulted in vessel tears which were repaired by patch arterioplasty during the operation. One patient undergoing percutaneous stent implantation in the right pulmonary artery (rpa) experienced lung reperfusion injury and patient required mechanical ventilation and diuresis in the intensive care unit overnight following the procedure which was classed a moderate complication. The minor complications reported were: one intraoperative and two percutaneous branch pa stent implantations were complicated by pinhole balloon ruptures, most likely caused by the cut edges of the stent. In all three cases, the stents remained in stable position and were ultimately successfully implanted. Two intraoperative stents migrated distally during placement. One was retrieved and successfully repositioned. The other was left in place with no sequelae and subsequent angiography showed wide patency with no jailing of any side branches. One small patient ((B)(6)) undergoing perventricular stent implantation in a restrictive vsd via sternotomy experienced transient complete heart block most likely due to the position of the balloon in the left ventricular outflow tract. 15 patients (22 stents) underwent 36 repeat catheterizations during a m edian follow-up time of 4.1 years after initial tailored stent implantation. Four late deaths were reported unrelated to stent implantation and one patient who died of sepsis 8 days after initial intraoperative stent implantation. One patient who underwent intraoperative implantation of flared stents into the bilateral pa ostia was noted to have a small aneurysm at the site of the lpa stent. One patient with an intraoperatively placed pa stent was noted to have a minor stable stent fracture at repeat catheterization 568 days after initial implantation. Otherwise, no other significant complications were noted at follow-up.